Event description:
As reported, the balloon ruptured on a 6/7f mynx control vascular closure device (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn't available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU). The device was opened in a sterile field. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2130803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon ruptured on a 6/7f mynx control vascular closure device (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU). The device was opened in a sterile field. There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock open. The sealant remained in the manufacturing position, exposed to blood. The syringe was returned with the device. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2130803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.